Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitis patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration location within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The intra aortic balloon was inserted into the pt on 5/16/98. On 5/17/98, blood was noted in the catheter. (Event complications: none from the event - reported 6/3/98.) (Pt's current status: unk - reported 6/3/98.)